Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level (450 mg/dl) with ketones due to insulin being stopped. The customer delivered a manual injection to correct bg level. It was confirmed that the customer's bg level went back down a couple hours after administering the injection. During troubleshooting with tandem technical support, review of pump data revealed that the pump shut down due to insufficient power as the pump had not been charged. Recommendation was made for customer to charge pump daily per labeling instructions.